Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17566 and 2938836-2019-17568 and 2938836-2019-17569. It was reported that the system was explanted due to infection. The patient condition is sable.